Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-five (25) devices were received for evaluation; 22 events were confirmed during testing. Three (3) events were not duplicated; however the devices were not within specifications. Five (5) devices were found to be affected by internal component damage. Twenty (20) devices were found to be affected by internal component corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 25 malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. Twenty-two (22) events had no patient involvement; no patient impact. Two (2) events had patient involvement; no patient impact. One (1) event had no information available from the facility regarding patient involvement or patient impact.